Manufacturer narrative:
H4: the device was manufactured from(B)(6) , 2020 - (B)(6) , 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The sample photo did not show evidence of the no flow. The device was not received for evaluation; therefore, a device analysis could not be completed and the cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) had no flow. The issue was identified before use. There was no patient involvement. No additional information is available.